Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 1/25/2016. After speaking with the doctor and nurse who runs the navigation system, the issue started after the patient reference frame was positioned and they had a hard time getting the navigation system to see both the imaging system and frame at the same time. Eventually they did a spin but then had flickering during navigation. The medtronic representative duplicated the issue by imitating blood on just one half of one sphere on the patient frame. The surgeon and nurse both stated they did not think to swap out the spheres on the patient frame. The imaging system then passed the system checkout and was found to be fully functional. During follow-up on 1/27/2016, the medtronic representative reported that it was a lower lumbar fusion. After speaking with the surgeon they had blood on the spheres on the patient reference frame and tried to wipe them but did not change them out thus causing intermittent signal to and from the stealth. The medtronic representative demonstrated this to them using a permanent marker on some of the spheres etc. And how to troubleshoot. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site, that during a spinal fusion procedure with the navigation system, the cross hairs go from green to red. The site tried to change position of the camera with no resolution. The surgeon opted to complete the procedure without the use of the navigation system and finished using only a c-arm instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.